Manufacturer narrative:
Of the 244 allegations of a malfunction, 112 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning. One malfunction was a result of moisture ingress, and the other malfunction was caused by a loose component failure. During investigation for unrelated allegations, there was 1 additional battery life issue relating to an issue with the printed circuit board. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced shorter than expected battery life. These reports were received from various sources. The patients associated with this allegation ranged from 3-87 years of age and between 12 and 264 pounds. Of the reported patients, 102 were male and 142 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 11 pumps were returned and investigated. There were zero instances of battery life issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.